Event description:
It was reported that the screen was resetting, and showing a full segment display when pressing one of the buttons. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display due to a problem with the mother board. The unit had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window.